Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump exchange for an unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: this event was previously reported under MFR# 2916596-2019-05751, where there was the report of speed drops and low flow alarms, which were confirmed through the evaluation of the submitted log files. The customer performed a driveline investigation on 09jan2020 and the patient underwent a pump exchange on (B)(6) 2020. Evaluation of the returned driveline confirmed compromises in two of the wires which could have contributed to the reported speed drops as well as the observed driveline fault alarms; however, a specific cause for the low flow alarms and the reported feeling of vibration could not be conclusively determined through this investigation. The submitted log files captured several drops in speed below the low speed limit. These drops in speed were associated with low speed hazard, low flow hazard, and low speed operation alarms and occurred while the patient was supported by the power module. Multiple driveline fault alarms were also captured. These driveline fault alarms had corresponding yellow wrench advisory alarms and occurred while the patient was supported by battery power. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Also of note, there were several low flow hazard alarms were captured, when the flow dropped below the 2.5 lpm threshold. A specific cause for the low flows could not be conclusively determined. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 36.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. Evaluation of the outflow elbow revealed no evidence of any depositions or thrombus formations. Upon disassembly of (B)(6), evaluation of the textured, blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the distal portion of the driveline revealed a discontinuity in the red wire. All other wires were found to be electrically intact. The majority of the bionate layer was discolored and the bionate layer was twisted between approximately 7¿ and 10¿ from the metal connector. Visual inspection of the underlying wires of the distal portion of driveline revealed a completely fractured red wire adjacent to the metal connector. A breach in the insulation of the yellow wire adjacent to the metal connector was also observed. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no further obvious signs of damage to the wires or the underlying conductors. Bypassing the damage in the red and yellow wires, the distal portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any other breaches. Due to the confirmation of driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The observed compromise in the red wire could have contributed to the driveline fault alarms that were confirmed in the log files. Furthermore, if the exposed conductors of the yellow or red wires contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. Similar events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. The heartmate ii lvas IFU ¿patient care and management¿ section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas IFU and patient handbook explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii IFU states that changes in patient conditions can result in low flow, such as hypertension. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii patient handbook also contains important warnings related to pump stops. A section on handling emergencies is also provided. The heartmate ii lvas IFU and patient handbook provide information on assessing the patient and pump function. The hmii patient handbook cautions that the appropriate personnel should be notified if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.